Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: limb ischemia. Potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury. Vessel damage: cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.

Event description:
The user facility reported a 60-year-old male patient of unknown race and ethnicity with a percutaneous impella cp implantation after cornary artery bypass graft (CABG) surgery for mechanical support. It was reported that the patient developed leg ischemia following iliac vascular injury. The patient was taken to the operating room and the impella was exchanged using surgical axillary approach followed by the repair of the iliac artery.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible and the thrombus issue has been completed since the original report was filed. The product was returned for investigation. The device was visually inspected, and no sharp edges or burrs were found that may promote thrombus growth. As the necessary clinical information was not provided, the root cause of the limb ischemia and the thrombus was not determined.